Event description:
Additional information provided patient has started on augmentin and levofloxacin. Lips excreted pus after needle puncture during the second hylenex injection. A sample of the pus was sent for testing and it came back negative for bacterial growth.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm volbella® xc in the lips and juvéderm voluma® xc in the cheeks. A few weeks later, patient developed granulomas in the lips against the juvéderm volbella® xc injection. Biopsy was not provided. The following month, patient was treated with steroids and antibiotics. The next month with hylenex to the cheeks. 3 months later, lumps in the lips grew in size and became more painful. Patient was treated with hylenex in the lips and prescribed clindamycin. The symptoms in the cheeks are resolved. The symptoms in the lips are ongoing.